Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a high heart rate that was over 200. The customer indicated no patient harm.